Event description:
It was reported that while the provider cut his hand on the seating of an unknown power wheelchair. Provider alleges the cut became infected and was treated at home with over the counter products.